Manufacturer narrative:
B5: the patient had femtolasik for residual refraction on (B)(6) 2023. The patient is now doing well with 20/20 vision. H6: health impact - additional surgery: 4625 - femtolasik. Claim # (B)(4).

Manufacturer narrative:
A4: unk a5: unk a6: unk b3: unk d6b: unk h6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +02.00/+4.0/114 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6)2023. The patient experienced a refractive surprise and the lens remained implanted. It has been reported the patient is now seeing a different physician. Additional information has been requested but none has been forthcoming.